Event description:
The physician observed serous weeping from the graft wall after implantation. A porto-vac drain was inserted which drained 50 ml of sero-sanguinous fluid. The total amount of serum was around 1200 ml. The wound was re-explored for injury of the lymphatics. There was no lymphatic leak but seepage from the graft wall was observed. The wound was closed and pressure dressing was applied. The seeping stopped after 4 hours.

Manufacturer narrative:
Review of the device mfg record history. Review of device mfg record history confirmed device met pre-release specifications.